Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient symptoms were unknown. The infection was believed to be not procedure related. It was noted that the patient had a history of infection, but the cause was unknown.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2017.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure and was doing well postoperatively.